Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Initial analysis determined that the device did not meet minimum longevity expectations. During detailed laboratory analysis, a manual capacitor reformation was performed and the charging frequency was measured and found to be higher than expected due to an open circuit condition. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a long charge time of 23.8 seconds resulting in the device triggering the explant indicator. The device was explanted and replaced. No additional adverse patient effects were reported.